Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while monitoring a (B)(6) female patient, the device restart/reboot itself. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Device evaluation: the reported problem that the date in the log reverted to 2005 was not duplicated during testing of the device. Review of the device log did confirm the date reverted to 2005 on/after 7/5/18, which is before the reported event. Because data in the log was overwritten with dates ranging from (B)(6)/18 to (B)(6)/18, it was not determined how or why the date reverted. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend. This report was inadvertently submitted and reports of this nature are typically not submitted as there would be no potential for clinical impact.

Event description:
Complainant alleged that while monitoring a (B)(4) patient, the device's date reverted to 2005 and unable to review the clinical file. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.